Manufacturer narrative:
(B)(4)

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. It was reported the senor was inserted in the arm. At the time of contact, no injury or medical intervention was reported.the complaint device was not returned for evaluation. The receiver data log was provided by the patient. The data was reviewed, and the reported event of inaccurate blood glucose values on (B)(6) 2016 cannot be confirmed. It was also reported that the sensor was inserted in the arm. It should be noted that the dexcom g4 platinum (pediatric) continuous glucose monitoring system user's guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Other sites have not been studied and are not approved. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events. However, a root cause for the reported inaccuracies cannot be determined.